Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a nurse noted difficulty on open the fourth drawer from the top, particularly when accessing the third row and beyond. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that a half-height drawer was not detected on the bus. The fse opened the back of the unit, replaced the controller boards, and reconfigured the drawer, after which it was detected; however, during testing of drawer 3-2, the right-side rail was grinding and difficult to pull. Upon inspection, the rail was found to be broken, so a spare half-height drawer was obtained from the customer, cubies were removed from the old drawer, installed into the replacement drawer, and the unit was properly configured. The system was then tested and confirmed to be working correctly. The system functioned as intended field service engineer repaired the device.